Manufacturer narrative:
Additional b5: it wad subsequently reported that during laparoscopic surgery, the surgeon introduced the instrument and tried to expand it. The unit could not be fully expanded and spun when forcing. A piece of device with screw thread broke outside. The removal of the instrument had to be done when the instrument was partially opened. The incision had to be increased; thus, bigger incision for the patient. The increase of incision was possible at this location but if the trocar was located in another location, increase of incision would not be possible without damage for the patient. H3 other text: awaiting product return.

Event description:
See h10.

Manufacturer narrative:
Updated fields: b5, d9, g3, g6, h2, h3, h10. The suspected dia 10mm articulated retractor (cev453a) was returned for evaluation: the device history record (DHR) for lot no. 02-06 was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the retractor verified the complaint reported by the customer as valid. The retractor was returned partially disassembled. The retractor cannot be closed completely. After complete disassembly, it was found that the traction cable for blades opening was broken. Root cause analysis: it was determined that the defect was due to the breakage of one of the wires of the traction cable. The device was manufactured in 2006 and no maintenance was performed by the integra microfrance service and repair since oct-2006. Considering the age of the instrument, the absence of defects highlighted during the investigation and the absence maintenance by integra microfrance, we can reasonably conclude that this event was due to a material fatigue which is the consequence of a normal wear-out. Therefore, we consider that the event was not attributable to integra microfrance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was a dysfunction of the opening/closing system of the dia 10mm articulated retractor (cev453a) when it was in the patient during gynecological surgery. The medical team needed to do a bigger cut to remove the instrument and trocar. The incision for the trocar (where the liver retractor was) had to be extended by 1cm. It was reported that there was no increase in surgery time and there was no consequences for the patient.